Event description:
The customer reported the system intermittently locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative provided phone support for the customer. The repair part was unobtainable due to an end of life system. The customer cancelled the service call indicating the system produced fluoroscopy xray as intended following reboots.